Event description:
It was further reported that the patient was hospitalized initially for rectal enocarcinoma surgery. Post surgical complications included an ileus consisting of abdominal pain, distension, nausea, and vomiting. The patient developed urinary sepsis and was transferred to intensive care. Twelve days later the patient developed chest discomfort, rapid respiratory rate, and ventricular fibrillation requiring resuscitation and intubation with the patient hypotensive, "most likely due to cardiogenic shock". St elevation anterior myocardial infarction was diagnosed. Cardiac enzymes were elevated. The lad was noted to have a thrombotic occlusion in the previously placed stent. Treatment consisted of thrombectomy and balloon angioplasty resulting in 0% residual stenosis. During the procedure the patient also had an intra-aortic balloon pump inserted. Seven days following reintervention the patient was discharged to the acute rehab unit on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
Same case as MFR report #: 2134265-2010-00894. (B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure the patient experienced a myocardial infarction and stent thrombosis. The index procedure treated a 3.0x28mm, 90% stenosed lesion of the mid lad (left anterior descending). Treatment consisted of predilation and placement of a 3.0x38mm and 3.0x12mm study taxus liberte stents resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and clopidogrel. In (B) (6) 2009, the patient experienced a myocardial infarction and target vessel/target lesion thrombosis. Treatment consisted of successful reintervention with thrombectomy with no further event.

Manufacturer narrative:
(B)(4).